Event description:
It was reported that the customer had an infusion set that was falling out. Customer has been using glues from the hospital and has been having high blood glucose levels in the 400-500 mg/dl range. Customer was advised to try different sets and will be sent some skin glue. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.